Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 44-53 mg/dl were recorded by continuous glucose monitor (cgm) from 11:21:36 am to 12:41:36 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:16:36 am. On (B)(6) 2020, at 6:03:24 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2020, at 7:49:52 am, 8:22:27 am, and 8:47:28 am, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. A tubing fill of size 10.185 units was observed on (B)(6) 2020 at 11:18:29 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.